Event description:
The manufacturer received info alleging a ventilator was alarming for low oxygen flow when the 100% oxygen button was pressed. There was no harm or injury reported.

Manufacturer narrative:
A ventilator was returned to the manufacturer for eval and the customer's complaint was confirmed. The device's software was re-loaded to address the issue.